Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of device history records, the investigation concluded that the root cause for the reported loosening of the canal filling segmental stem was not related to the design, manufacture, and/or sterilization of the explanted device.

Event description:
An onkos sales representative reported that a 58-year-old male patient with an eleos distal femur replacement underwent a revision due to loosening of the femoral stem.